Event description:
The hospital reported that during an endoscopic vein harvesting procedure, hemopro2 adaptor was bent on the inside and therefore would not appropriately attach to the extension cable. A replacement device was used to complete the procedure. The hospital did not report any patient effects.

Manufacturer narrative:
Corrected section; h6 - changed device code to fitting problem trackwise # (B)(4). The device was returned for evaluation on 10/14/2019. An investigation was conducted on 01/1/2020. A visual inspection was conducted. The device showed signs of clinical usage and no evidence of blood. No defects were observed. The device was evaluated for connector function. The adaptor was able to provide a secure connection that connected and disconnected from a reference device and a reference cable without incident. Based on the returned condition of the device and the results of the investigation, the reported failure mode ¿fitting problem¿ was not confirmed. This is a reusable OEM device; therefore, a lot history review was not applicable. A serial number was not provided for this device, therefore it is impossible to obtain a certificate of conformance.

Manufacturer narrative:
Trackwise ID #(B)(4). The device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the evaluation is completed.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, hemopro2 adaptor was bent on the inside and therefore would not appropriately attach to the extension cable. A replacement device was used to complete the procedure. The hospital did not report any patient effects.